Manufacturer narrative:
A united states customer contacted siemens customer care center (ccc) and noted the calibration was valid and quality control (qc) was within range when running samples. The customer performed a precision study on two analyzers (cm03646 and cm03647) and noted no imprecision or assay issue. Siemens reviewed the information provided. The atellica ch tacrolimus (tacr) assay uses a pretreatment of the whole blood calibrators, controls, and samples before placing samples on board the analyzer for testing. Based on the information provided, the customer prepared a newly pretreated sample, repeated testing on two atellica ch analyzers on the same day, and obtained comparable results. The customer was not able to repeat the original pretreated sample that resulted as 2.0 ng/ml because the sample was no longer available. The customer is using an acceptable sample type, whole blood, and the calibrator expires on 09-sep-2023. Qc data was within the acceptable range. A siemens customer service engineer (cse) reviewed the maintenance log and noted the last daily maintenance was performed and successful on 07-nov-2022. The customer declined autocheck in service diagnostics. The potential cause of a falsely depressed tacrolimus (tacr) result for one patient sample was sample handling during the pretreatment step. Quality control was within range, there were no issues with other patient samples, and the precision test was acceptable, indicating that the instrument and reagents were performing acceptably. Siemens identified no potential product issue and noted the analyzer is operating as specified.no further evaluation of the device is required.

Event description:
The customer obtained a falsely depressed tacrolimus (tacr) result for one patient on an atellica ch 930 analyzer and reported the result to the physician(s). The customer used the same patient sample to prepare a fresh pretreatment as per the atellica ch tacrolimus (tacr) information for use (IFU) instructions and performed repeat testing on the same analyzer and an alternate atellica analyzer. The customer noted the repeat results were higher, considered correct, and issued a corrected report. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed tacr result.